Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter does not turn on. At approximately 9 days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages her diabetes with diabetes oral medication (metformin, actos, and glyburide) and lantus insulin. The pt tests her blood glucose 3 to 4 times per day. After the power issue began in 2009 at 9 am, the pt reportedly could not obtain her blood glucose. The pt did not have any other device to test with at the time of concern. In the next day at around 3: 30 pm, the pt developed symptom of "shaking", which the pt attributes to low blood sugar. At that same time, the pt administered self-treatment with a glucose tablet and ate her usual meal shortly after. The pt indicated that had she been able to obtain her blood glucose on the day of concern, she may have been able to prevent the aforementioned symptoms. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after she was unable to test her blood glucose for 1 day due to the power issue. Replacement products were sent to the pt.